Event description:
The home pt (hp) reported feeling overfilled during dwel 1 of 4 while using the homechoice pro cycler for apd therapy. The hp relates that they typically have 2000mls of fluid in their peritoneum at the start of apd therapy, which is drained during the initial drain. During the initial drain, the hp received a low drain volume alarm, which indicated that fluid flow was less than 50mls/min and the drain volume was less than the programmed initial drain volume requirement of 1400mls. According to the hp, they bypassed the alarm, after which they recieved their programmed fill volume of 2500mls. The hp felt overfilled after they received the fill volume and placed the device into a manual drain until they felt relieved, removing approx 1027mls of fluid. Afterwards, the hp continued therapy to completion and there was no pt injury or medical intervention.